Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant, the lead exhibited loss of capture at 7.5 v, 1.5 ms. On (B)(6) 2011 loss of capture was again noted. Echocardiography revealed that the lead had perforated the patient. On (B)(6) 2012 the lead was explanted and replaced.